Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional exhibits signs of repeated use and has fractured on the medial side. All parts were returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a knee arthroplasty surgery, the provisional fractured. No adverse events have been reported as a result of the malfunction.